Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8598a, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that on or about 2012 (B)(6), the health care provider (hcp) implanted the pain pump for the patient. During the surgery, the patient¿s spinal cord was traumatized which lead to permanent injury. Shortly after the implant, the patient had a fall when she was left unattended to get up to go to the bathroom. These events caused and/or contributed to the patient sustaining severe and disabling injuries. It was also reported that the event was due to ¿defective products¿. The patient suffered mental and physical pain and suffering, and mental anguish. The patient suffered and will suffer a loss of consortium. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
(B)(4)